Manufacturer narrative:
Result: siderail spindle.

Event description:
It was reported by service report that the latching spindle would not latch as a result of a cracked side rail. No patient involvement or adverse consequences were reported.